Event description:
It has been reported to us by our foreign office that a sl plus stem revision surgery has been performed. The revision was found through x-ray analysis during the investigation of a separate complaint. No add'l info has been provided at this time.

Manufacturer narrative:
Na